Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a display anomaly. Customer stated screen was cloudy and was difficult to read screen in sunlight, crack along the side of battery compartment from bottom of clip to bottom of insulin pump, display was dim even when battery was not low, rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.